Event description:
The patient reported moisture in her insulin infusion device cartridge compartment. She described the moisture as being bubbles below the piston rod which she noticed a few days ago while bolusing insulin. The patient stated the infusion device has not been dropped in or exposed to water. She stated she does live in a very hot and humid environment and she has been outside a lot in the past few days. The patient did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.